Event description:
During eval of a customer's homechoice device, a baxter technician identified a possible overfill situation which occurred in 2008 during drain cycle 4. The patient's ultrafiltration reading was 728 ml, indicating that the home pt (hp) drained 728ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2728ml (2000ml + 728ml). No further info regarding this event or the status of the pt could be obtained despite multiple attempts by baxter. No pt injury or medical intervention was reported during the initial contact.

Manufacturer narrative:
Eval summary: during review of the event log, a possible overfill situation was identified occurring in 2008 during drain cycle 4. The patient's ultrafiltration reading was 728ml, indicating that the home pt (hp) drained 728ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2728ml (2000ml + 728ml). Based on a review of all available therapy, alarm and event log data combined with available decision tree info, the eval determined the probable cause to be insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold.